Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). Please refer to manufacturer's report no. 2032227-2014-72090 as it refers to the same event but of a different device.

Event description:
It was reported that the customer had low blood glucose levels of 27 mg/dl. It was reported that the customer was brought to the hospital to bring up his blood glucose levels. The customer drunk two sodas and took three glucose tablets. The customer was also treated with a glucagon shot. The customer reported being involved in a vehicular accident but was not driving. The customer reported having had erratic blood glucose levels the past couple of days. No additional information was provided.